Manufacturer narrative:
At this time, the product has not been returned and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high right ventricular (rv) pace impedance measurements greater than 2,000 ohms along with high pacing thresholds measuring 2.3 volts. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned. The lead was tested through the pacing system analyzer (psa) however, the impedance went back in the acceptable range during the revision procedure. The shock impedance measurements remained within normal limits. The patient was not dependent on rv pacing. No adverse patient effects were reported. This ICD was also replaced.